Event description:
Pt undergoing open heart surgery; initial swan ganz -#1 - inserted by anesthesia at 07:15. After pt was off pump, anesthesia reports swan ganz -#1- did not appear to be working correctly -- "bizarre readings." Swan ganz changed -removed and new inserted- at 12:00 in surgery by anesthesia. At 12:22 swan ganz -#2- readings: co 2.6, ci 1.4; svr 2276. Pt transferred into ICU. At 13:45 swan-ganz -#3- being prepped for cardiac output. When injectate pushed through blue cvp port, fluid exited the temp probe port. At 13:55 anesthesia inserted new swan ganz -#3- and removed old swan ganz. #2 checked and when fluid injected into blue cvp port - flows out of temp prob part.